Manufacturer narrative:
There is no evidence of a device malfunction. Clotting of the circuit is attributed to the operator not recirculating the blood as instructed in the user's guide, while taking a break from treatment. The user's guide provides adequate instructions for temporary disconnection. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A routine hemodialysis treatment was temporarily stopped, and the patient was disconnected. The blood was not recirculated in the cartridge during the patient's absence. Clotting was suspected upon return approx 5 minutes later, so the treatment was discontinued and rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.